Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated with this report in section b3 and also updated in summary narrative in section b5.

Event description:
Emergency medical service took customer to the emergency room for the low blood glucose on (B)(6) 2021. Customer was not hospitalized. Customer had treated the low with food. While in the emergency room, she was treated with an intravenous drip. The customer confirmed that pump programming was accurate. Customer reported that the insulin pump had a compromised force sensor system alarm. The device was not bumped or dropped prior to the alarm and the drive support cap appeared normal. She was unable to complete troubleshooting due to the compromised force sensor system alarm. For the high blood glucose on (B)(6) 2021, customer had been hospitalized due to double pneumonia. Then, while in the hospital, her blood glucose went up to 600mg/dl and above but customer was told not to used the pump in the hospital. So, customer was not using the pump when the blood glucose went up to 600mg/dl. Sensor was likely not used at the time of the 600mg/dl. Customer was treated with insulin drip. Please see case-2021-00793952 is for the high blood glucose event on (B)(6) 2021.

Manufacturer narrative:
In the customer noted, the date of hospitalization was listed on (B)(6) 2021 and on (B)(6) 2021. Low bg's, high bg's and a33 alarm in the customer notes. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The insulin pump was unable to prime during prime/a33 test. No a33 alarm noted during testing. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test the delivery accuracy test due to prime anomaly. The following were noted during visual inspection: minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Please see below when reviewing the history download file. The insulin pump was stored for an extended period without a battery. The insulin pump was able to download the insulin pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available on the event date aug 20, 2021 or on aug 10, 2021. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). No a33 alarm noted during testing. Unable to confirm alleged low bg's or high bg's.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(Per customer notes) the customer was hospitalization was on aug 20, 2021. The customer alleged low bg's, high bg's and a33 alarm. On aug 10, 2021 (related svn 000313594360) the customer was hospitalized for high bg's. The pump passed the displacement test, rewind, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test. The pump was unable to prime during prime/a33 test due to faulty fsr (gold). No a33 alarm noted during testing. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, and the dat due to prime anomaly. The following were noted during visual inspection: minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available on the event date aug 20, 2021 or on aug 10, 2021. Unable to complete the functional testing due to prime anomaly. The pump was unable to prime was confirmed. A33 alarm was not confirmed. Unable to confirm alleged low bg's or alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was dispatched to emergency medical services and admitted to the hospital because they passed out and had low blood glucose level on (B)(6) 2021 and high blood glucose level on (B)(6) 2021. The customer was treated with intravenous insulin infusion. Customer was sent to the hospital originally due to double pneumonia then while in the hospital blood glucose went up to 600 mg/dl. Customer reported that insulin pump had a compromised force sensor system alarm. The device was not bumped or dropped prior to the alarm and the drive support cap appeared normal. Customer experienced low blood glucose level. Customer blood glucose level was 64 mg/dl. The customer was treated with food. The device will be returned for analysis.